Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was showing right ventricular (rv) lead activity in right atrial (ra) lead channel. Technical services (ts) was consulted and noted cross chamber blanking. The patient reported feeling stimulation. In addition, the patient has presented to the emergency department with neck pressure around the time of pacemaker mediated tachycardia (pmt) episodes. Reprogramming was recommended. This crt-d system remains in service. No additional adverse patient effects were reported.